Event description:
A customer reported receiving a cgm error 42 with their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by walking the customer through a pump reset, and the issue was resolved as the cgm error did not reappear. The customer successfully started a new sensor session.